Manufacturer narrative:
The head positioner is designed to position and support the patient¿s head in a variety of surgical procedures including, but not limited to spine surgery. These devices are intended to be used by healthcare professionals within the operating room setting. Baxter technical support provided the account a warranty replacement of the device; the faulty device did not return to manufacture. The account replaced the faulty device with the warranty replacement item to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a cflex head positioner having an unintended movement were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that cflex polar head positioner had loose hinges and moved. The device was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.